Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 402 mg/dl. Customer was treated with manual injection for high blood glucose level. Customer reported that the insulin pump was damaged at the opposite side of battery compartment. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to performed the displacement test due to detached end cap and partial broken battery tube threads noted.